Event description:
Device was used during surgical procedure. Physician stated there seemed to be a delay in pressing on the foot pedal to actual activation of device during procedure. Device was removed from patient. Device then activated on its own and began smoking. Device and console removed from case, sequestered in administrative offices. Device rep contacted, device and console taken by rep, console replaced with new one. No harm to patient. FDA safety report ID# (B)(4).